Event description:
Pt being prepared for CABG was given heparin 30,000 units. Within 5 mins the pt's blood pressure dropped from 120/78 to 80/35 and continued to fall to 65/30 before starting to return to normal. The pt was given 100mcg x4 of phenylephrine injection. Dose or amount 30, 000 units; frequency x1; route IV bolus. Dates of use: 2008. Diagnosis or reason for use: heart surgery. Event abated after use stopped or dose reduced? Yes.